Manufacturer narrative:
Unit passed the self, restart error, displacement, rewind, basic occlusion, stop current and current measurement tests and are within specification. Unit also passed off no power alarm test. The no delivery alarm functions properly during the basic occlusion test. Unit was unable to prime during prime and system sensor test due to faulty force system sensor. Unable to perform the occlusion and excessive no delivery tests due to prime and fill anomaly. Unit had minor scratched display window, cracked battery tube threads,cracked reservoir tube lip and a stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The customer's blood glucose reading was 330 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue.